Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited inappropriate mode switching due to oversensing on these defibrillation and transvenous leads.